Event description:
A report was received that the pt is experiencing difficulty charging following a lead revision. The physician used electrocautery during the lead revision despite being advised against its use. A bsn rep analyzed the pt¿s database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.